Manufacturer narrative:
H3-device evaluation: the lens was remained inside the nozzle and figures of both haptics appeared normal. The reported irregularity was not found as reported. The volume of used viscoelastic material appeared to be enough. Claim# : (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Reportedly, as the surgeon was pushing the rod forward of a ks-1 aq2017v intraocular lens diopter +21.5 the trailing haptic was abnormal at the waiting position. The lens was not used and the backup preloaded system was used. This occurred on (B)(6) 2020. There was no patient contact with this lens.